Event description:
It was reported that a new pump user employing an inset infusion set did not remove the needle guard prior to insertion, which resulted in an incorrectly deployed infusion set, inadequate insulin delivery, elevated blood glucose, and pain at the insertion site; user education and troubleshooting were provided to instruct removal of the needle guard before applying the set. Symptoms included hyperglycemia and localized pain at the infusion site. Outcomes included no hospitalization, no alerts or alarms, and resolution guidance through education. Investigation included complaint review and troubleshooting with user instruction. Investigation of this case revealed user error related to infusion set deployment, consistent with improper use of the infusion set component. It was concluded, based on previously established findings for similar reports, that the cause was user error due to incorrect setup and use.

Manufacturer narrative:
Initial.